Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via direct right surgical artery in an 84-year-old female for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage c. During the procedure, the 5.5 perforated the left ventricle lateral wall. It was reported the there was wall disease/damage prior to impella placement, but no additional details provided. The patient expired in the procedural area. Death and vascular injury (including ventricular perforation) are known risks associated with the impella 5.5, and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, and device position.

Manufacturer narrative:
Added: d3 (manufacturer fax), corrected: d4 (catalog &serial). The cause of the cardiac perforation/patient device interaction problem was determined to be patient condition and user related since there was wall disease/damage prior to impella placement and the physician pushed the 5.5 through the lateral wall.